Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the driveline was disconnected, resulting in a system stop; it was reported that the patient independently completed a system controller exchange. It was reported that the patient initiated a controller exchange at home, possibly inappropriately. The pump was off for approximately 24 minutes during the controller exchange. The patient never lost consciousness and was admitted to the emergency department for recovery. The patient had no further issues following the controller exchange. The submitted controller log files were reviewed and found that the pump operated at the set speed without issue until the driveline was disconnected on (B)(6) 2023, which was reportedly associated with a patient-initiated controller exchange. Prior to the controller exchange, atypical power cable disconnect alarms were captured on the black power cable, followed by the patient disconnecting the power cables which activated the no external power alarm until the driveline was finally disconnected. The controller's backup battery appropriately powered the pump until the driveline was disconnected. There were no other notable alarms active in the log files. Refer to the controller investigation regarding the atypical power cable disconnect alarms and power cable damage (manufacturer report number 2916596-2023-05155). The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also includes instructions for replacing the current system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the power cable disconnected alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the power cable disconnected alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient did a controller exchange at home, possibly inappropriately. The black power cable connection was damaged and appeared to have several disconnected wires. White connection appeared normal. When connected to power the screen read ¿charging.¿ patient's backup controller was working appropriately, but pump was off for about 24 minutes. The patient never lost consciousness and was recovering in emergency department at present. The log captured multiple odd power cable disconnects beginning at 8:01 am on (B)(6) 2023 and leading up to the driveline disconnect (presumed controller exchange) at 8:25 am. The alarms were occurring on the black controller lead so it may be related to the damage noted in the photo. There were no other unusual events recorded in the log. There were no further issues after the exchange. Controller exchange is reported under MFR# 2916596-2023-05155.

Manufacturer narrative:
Controller exchange is reported under MFR# 2916596-2023-05155. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.